Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One photo was received from the field showing the deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 9mm amplatzer septal occluder was chosen for implant using an 8f amplatzer trevisio intravascular delivery system. During the procedure, the cobra device deformation occurred while expanding the device within the patient's anatomy. The device was removed from the patient's anatomy prior to being released from the delivery cable. A new 9mm amplatzer septal occluder was chosen using the same delivery system, a cobra device deformation occurred again. The deformed device were retrieved outside the patient prior to release from the delivery cable. It was observed that a thrombus had developed on the 8f delivery system. The thrombus did not have unusual or fiber like appearance. It was noted that the sheath was in the patient for a significant period of time due to the deformations. The activated clotting time (act) level was noted as 250 during the procedure, however it was noted that it was difficult to prolong and additional heparin was administered. The patient did not have any hematological disorders or systemic illness to contribute to the hypercoagulability. The procedure was completed using an 8mm amplatzer septal occluder and new deliver system. It was reported that there was no clinically significant delay throughout the procedure and the patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 9mm amplatzer septal occluder was chosen for implant using a 8f amplatzer trevisio intravascular delivery system. During the procedure, the cobra device deformation occurred while expanding the device within the patient's anatomy. The device was removed from the patient's anatomy prior to being released from the delivery cable. A new 9mm amplatzer septal occluder was chosen using the same delivery system, a cobra device deformation occurred again. The deformed device were retrieved outside the patient prior to release from the delivery cable. It was observed that a thrombus had developed on the 8f delivery system. The thrombus did not have unusual or fiber like appearance. It was noted that the sheath was in the patient for a significant period of time due to the deformations. The activated clotting time (act) level was noted as 250 during the procedure, however it was noted that it was difficult to prolong and additional heparin was administered. The patient did not have any hematological disorders or systemic illness to contribute to the hypercoagulability. The procedure was completed using an 8mm amplatzer septal occluder and new deliver system. It was reported that there was no clinically significant delay throughout the procedure and the patient remained hemodynamically stable throughout the procedure.